Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a motor error alarm. The customer's blood glucose level was 600 mg/dl. The customer was at school when the alarm occurred, and the nurse called the customer's mother to inform her of the issue. The caller performed troubleshooting and was able to rewind the device. The caller found another motor error alarm in the device history. The caller performed the displacement test and it passed. The caller was advised to call back if the problem recurred. Nothing was replaced or returned.